Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider. The patient's weight at the time of the reported event was (B)(6) pounds. No symptoms or further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/ limbs. The patient stated that they work in a warehouse that wants them to go through a metal detector. They went near the metal detector sometime this year or about a month ago and it shut off their stimulator. They checked their deice with the patient programmer and found it was off so they had to turn it back on. The patient stated that they go through security check instead of a metal detector but their job is getting upset with that. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.